Event description:
It was reported that during a pre-discharge evaluation after the patient had their device system implanted, there were no sensed p waves and undersensing on the right atrial (ra) lead. A chest x-ray revealed the lead had become dislodged. The ra lead was successfully repositioned later that day and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).